Manufacturer narrative:
The screw was not explanted but reinserted with different trajectory.

Event description:
It was reported that bone union was obtained at the second surgery. In revision conducted on (B)(6) 2015, the s2 screw were inserted again with a different trajectory. The surgery was completed without a problem.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that a patient underwent unknown spinal surgery on (B)(6) 2011 and (B)(6) 2013. The patient underwent l5/s plif and added s1/2 psf surgery on (B)(6) 2015 due to adjacent segmental disease. Pedicle screw insertion to s2 and plif were also completed without problem. Postop, through the ap image, it was found that right s2 screw was deviated from pelvis medially about 20mm. No vascular damage was observed by contrast enhanced CT. The patient will be followed up. Correction surgery was done on (B)(6) 2015 . It was reported that no complication was reported due to the screw deviation.